Event description:
It was initially reported that the pt was having an increase in seizures in the month prior to the report, which was said to be below pre-vns baseline levels. Recent diagnostics indicates that the pt's device was unable to provide the intended output current. The pt's mother denies any trauma to the area. Based on the x-rays rec'd, no obvious anomalies or lead discontinuities were identified in the visualized portion of the pt's vns device which could be contributing to the reported event, but there were two suspect areas near the generator, the lead portions behind the pulse generator that could not be assessed could not be ruled out. At this time, the pt is expected to have revision surgery, but has yet to occur.

Manufacturer narrative:
Device malfunction is suspected.